Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) unable to interrogate; uplink functional test is out of specification due to the rf (radio frequency) head cable. Rf head label is missing coating.

Event description:
It was reported the programmer rf (radio-frequency) head was removed from the programmer after it was unable to interrogate a patient's device. It was further noted that the rf head had worked fine for the previous patient. The rf head was replaced, and there were no further issues. It was returned for repair. No patient complications were reported as a result of this event.